Event description:
It is reported that the device was implanted in 2004, and revised in 2009, due to the stem fracturing.

Manufacturer narrative:
Evaluation summary: the device was not returned for eval. Also, no x-rays were returned for review. The location of the stem fracture is unk. The stem was in vivo for approx. 5 years. Pt activity level is unk. Possible causes of a stem fracture could be due to (but not limited to) one or more of the following: extreme loading due to pt weight or activity, distal in-growth with lack of proximal in-growth, stem loosening, or component malignment. However, based on the available info, a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.